Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aorta aneurysm. It was reported that the endurant bifurcated stent graft was delivered from left femoral artery, and the proximal side and contralateral gate were deployed. The cannulation was carried out for the contralateral side. After that, angiography was performed before deployment of the main body and it was suspected that there was a dissection. The physician elected to implant another endurant stent graft extending the endurant bifurcated stent graft down to the external iliac artery. It was confirmed that there was no endoleak, and the procedure was completed. The physician stated that the cause of the event was related to anatomical reasons, the bifurcation site was near the eia of left common iliac artery that was partially calcified, and it was slightly stenosed which may have caused the dissection during delivery of stent graft system. No additional clinical sequelae were reported and the patient is fine.